Manufacturer narrative:
(B)(4).

Event description:
Per the hcp (healthcare professional), the implant was not infected; it was the skin. The incision had poor wound healing. The situation was resolved.

Event description:
The patient had an infection at the pump site. The patient status was reported as ¿alive-no injury¿. The patient¿s symptoms, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).